Event description:
The sterility of the devices were questioned just prior to surgery. Patient had been prepped and anesthesia adminstered when the surgery had to be cancelled/ postponed.

Manufacturer narrative:
.

Manufacturer narrative:
The affected devices were contained and re-processed. Our investigation concluded that the devices were not sterilized prior to delivery. No affected devices are in the field. Our investigation resulted in a corrective action request for express implants. This issue was also communicated to our CAPA team through internal procedures. Appropriate corrections/ corrective actions will be identified by CAPA and implemented to prevent reoccurrence of this failure in the future.